Event description:
It was reported that the patient contacted support after experiencing an occlusion alarm. At the time of the call, the patient reported a blood glucose value of 150 mg/dl, which was within range, and stated that blood glucose levels were not affected by the event. The patient was advised to change out the infusion supplies and indicated understanding, noting that no assistance was needed at that time but that support would be contacted again if issues persisted. No back-up therapy was used, no ketone testing was performed, no steroid use was reported, and no professional medical intervention or additional assistance was required. The patient reported no immediate health effects and confirmed that insulin delivery had not been suspended. Proper loading and infusion set steps were reported as having been followed. The patient was using an inset infusion set with a 23-inch tubing length and a 6 mm cannula. The patient later contacted support again requesting assistance with changing the cartridge and infusion set. Support guided the patient through a successful cartridge and infusion set change. The patient reported that the cannula was not bent upon removal but noted the presence of blood. The patient stated that further assistance would be requested if needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.